Event description:
It was reported that in the pt's 14 days after placing the catheter in the pt's right femoral vein, a leak from the extension line was found. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).